Event description:
Per the audiologist's report, the patient's performance with the implant has been poor since her initial activation. Results of an integrity test performed in 2004 (date not known) were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted a new one on the same day.

Manufacturer narrative:
This type of event is addressed.